Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. The pt was seen for device evaluation. External equipment was exchanged. However, the problem was not resolved. In 2004, it was confirmed that the pt's device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.